Event description:
It was reported by the aci regional sales manager that a (B)(6) male patient underwent an interventional peripheral catheterization procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f terumo pinnacle sheath. Peri-procedure, the patient was anticoagulated with angiomax. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device pulled through the sheath due to the balloon losing pressure. The device was removed and a second device was prepped and deployed. The second device also pulled through the sheath due to the balloon losing pressure. The second device was removed and a third device was prepped and deployed successfully. Hemostasis was achieved with the third device. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 6mm from the balloon proximal tip. No other source of a leak was identified. The review of the lhr (lot f1220601) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2012-00320 for the second device.